Manufacturer narrative:
The b5 has been updated. The annex a code has been updated from a26 to a24. The annex f code f19 has been added. The outcomes attributed to ae has been updated from disability or permanent damage to required intervention to prevent permanent impairment/damage. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2018 with coolsculpting to the bilateral upper and lower abdomen. Six months post treatment, the patient reported experiencing visible enlargement and slightly firmer tissue in the treated areas. On (B)(6) 2021 the patient was assessed by a plastic surgeon who diagnosed the upper and lower abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated in (B)(6) 2018 with coolsculpting to the upper abdomen and lower abdomen. The patient has since been assessed by a plastic surgeon who diagnosed the areas with paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.